Manufacturer narrative:
Pr( B)(4), initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 50-7510 batch no: 0001397721.   Event description states: vacuum seal was already broke; tubing disconnected. On (B)(6) 2021 - spoke to customer - 2 bottles from same lot - one missing safety clip, plunger was already depressed right out of the bag - discarded, did not use - another bottle from same lot tubing was dislodged from plunger prior to use - it was reinserted and the bottle was used, "successfully", the customer said there was no leakage - ep expediated replacements - no pt harm.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the lot 0001397721 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text: see manufacturer here.

Event description:
Material no: 50-7510. Batch no: 0001397721.   Event description states: vacum seal was already broke; tubing disconnected. (B)(6) 2021 - spoke to customer - 2 bottles from same lot - one missing safety clip, plunger was already depressed right out of the bag - discarded, did not use - another bottle from same lot tubing was dislodged from plunger prior to use - it was reinserted and the bottle was used, "successfully", the customer said there was no leakage - ep expeditated replacements - no pt harm.